Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012761300 was returned and analyzed. An image file showed a spiral array guidewire that appeared to be kinked. It also seemed that the spiral array was being retracted from the capture device. Visual inspection showed the guidewire lumen was observed to be kinked at in from the distal tip of the spiral array segment. Catheter I dentification and ablation testing was performed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, kink was observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported knotted array was not confirmed through analysis. The loop catheter failed the returned product inspection due to the kinked guidewire lumen observed on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the guidewire failed to enter during a position change to the right inferior pulmonary vein after right superior pulmonary vein ablation. The loop catheter was taken out of the patients body and upon removal, the catheter loop array was found to be knotted. The loop catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.